Manufacturer narrative:
Investigations: visual inspection: bloody delivered liquid. Possibly calcified catheter. Clearly organic deposits in the control reservoir. The progav valve housing was subsequently measured and confirmed the presence of a deformation. The housing deformation measured at - 0.047 mm, outside the tolerance of 0 ± 0.02 mm. Permeability test: a permeability test has shown that the progav with control reservoir is permeable. Adjustment test: the progav was tested and is not adjustable throughout the normal range. Brake force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Computer controlled test: the results show that the valve operates within the accepted tolerance in the horizontal position. Internal inspection: after dismantling of the valve, clearly deposits were found in progav. Result: based on our investigation, we confirm that the progav was non-adjustable at the time of our investigation. This is likely due to the deposits observed inside the valve and the control reservoir. As described in scientific literature, the problem encountered is one of the known, inevitable risks of hc-therapy by shunt implants. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav (part # fv414t) was implanted during a procedure performed on (B)(6) 2013. According to the complainant, the valve was believed to be operated in overdrainage and difficult to adjust. The patient underwent a revision procedure on (B)(6) 2022. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: (B)(6). Height: 163 centimeters (cm). Weight: (B)(6). Gender: male.